Event description:
A physician reported: during the surgery, there was no air after the switch from bss to air. The problem was solved after replacing the bss/air tubes from the same pak with the same article and lot number. Before the switch the sclerotomies as well as the infusion tube were closed in order that the eye could be kept stable. The surgery was delayed due to this incident for about 10 minutes and was completed without any further incident. Additional info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).